Event description:
It was reported that the screen went blank, and the programmer started to smoke when it was turned on. There was a hum, a "crackle," then smoke began pouring out of the back, so it was quickly unplugged. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).